Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was experiencing intermittent power. The reporter indicated that the battery compartment was cracked related to the issue but indicated that the yellow o-ring on the battery cap was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: there were no power events observed in the pump black box history. The pump battery cap and cartridge caps were not returned with the pump; test caps were inserted for testing. The pump battery compartment was found to be cracked near the threads on the side of the pump down to the case cover. The test cap was able to attach to the pump and the pump was able to exercise for 24 hours without power interruptions. The pump was opened and no internal moisture or damage was observed to the power circuit. Unrelated to the power issue, the pump display screen was observed to be discolored with a pinkish contrast.